Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor patch and no issue was observed. The sensor was found to be in sensor state 8 (indicating error termination). The log file analysis conclusion determined that sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Watermark was observed at the base of the sensor tail. Further investigation was performed where the sensor was de-cased, and no issues were observed upon visual inspection of the printed circuit board assembly (pcba). A source measure unit (smu) test was performed to verify that the returned sensor¿s electronics were functioning within specification. All results were within specification. Additional testing has been performed for this issue and poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing indicates that there were no issues with sensor functionality and electronics. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. A customer reported a sensor scan result of 69 mg/dl in comparison to a reading of 121 mg/dl from a healthcare professional (hcp) meter. It is unknown whether the customer noted a trend arrow on the device. When the results were plotted on a parkes error grid, fell into the c zone showing the difference in values to be clinically significant. The length of sensor wear was day 1. The customer did not report any symptoms but went to the hospital due to the low readings. The customer was then subsequently treated with an unknown intravenous treatment for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.